Manufacturer narrative:
Additional information will be provided following investigation conclusions.

Event description:
On (B)(6) 2026, bvi vitreq was informed about an issue concerning our product, bf25.d02. As initially stated by the customer, the tip of the device fell off when it was inserted in the eye. The customer confirmed that the detachment happened when the device was inserted through a trocar. It fell in the patient's eye, then it was removed. Fortunately, no adverse consequences have been reported to date.